Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04466. It was reported the patient had their trial discontinued early due to the development of hypersensitivity in the leg and increased pain. The physician believes the trial lead had irritated the nerve which led to these symptoms and therefore the leads were removed, and the issue has resolved. It is unknown which lead was causing the symptoms therefore both are being reported.